Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor failure. The customer's blood glucose level was 248mg/dl at the time of the incident. Troubleshooting was performed for motor error. Customer was advised to disconnect from insulin pump. The customer stated that the drive support cap was normal. The customer stated they were not sure if insulin pump was taken out of the room when they got their MRI. The customer reported a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Unable to verify alarm due to motor error alarm. The insulin pump had scratched display window and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.